Manufacturer narrative:
Additional information/correction (missing information): a1, b5, d10, h6 (update codes), h11. B5: the patient received total parenteral nutrition; however, further clarification was not received if the device contained this solution. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified elastomeric pump. The patient was connected for therapy; however, it was observed that there was no fluid flow through the administration line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.